Event description:
The guide catheter returned on (B)(6) 2012. It was then determined that this is considered to be a reportable event. The made aware date is considered to be (B)(6) 2012. The guide catheter was inserted into the patient and no one noticed that the guide catheter had become kinked. At some point it was reported that the guide wire penetrated through the guide and made it difficult to remove. The physician cut the guide catheter to remove it from the patient. No issues with the patient.

Manufacturer narrative:
Actual device used in case was evaluated. Visual examination performed. Conclusion: the actual device used during the case was returned and evaluated. Visual examination of the returned guide catheter revealed that the shaft was in two pieces. There is a cut in the shaft as indicated in the reported event. The proximal section measures 51cm in length. There is a kink located 29.5 cm from the strain relief and the shaft is twisted and flattened from 37-43cm from the end of the strain relief. The distal half of the guide catheter measures approximately 58cm in length. There is a slight indentation 39.5cm from the tip. There are no observable holes noted in the wall of the used guide catheter where a wire could have traveled through as described in the reported event. The cut device passes relevant physical inner and outer diameter measurements indicating wall thickness is not a contributing factor. A review of the device history record did not detect any deficiencies within the manufacturing process. The event is confirmed for kink. The analysis is complete as of today (B)(4) 2012.